Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On jan 07th 2020,senseonics was made aware of an adverse event where the patient experienced hypoglycemia and patient could not recall whether she received the alert or not.

Manufacturer narrative:
Based on the investigation, the system asserted hypoglycemia alert around 7:40 am est. Further analysis of the data suggests there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry in 3-4 sensor readings.